Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
The patient underwent a right shoulder replacement. Postoperatively, the patient reported pain and the feeling of clicking. Radiographic evaluation raised concern for polyethylene dissociation. A revision procedure was performed. Intraoperatively, the polyethylene component was observed to be unstable but partially engaged. The glenoid component was revised and replaced with a 43 mm glenosphere. Fibrinous debris was identified beneath the polyethylene component and was collected for culture. Culture and synovial fluid have preliminary result of c. Acnes. No further information is available.